Event description:
The customer reported that the defibrillator would not discharge because of an error on the screen: pacing pads disconnected. The user disconnected the black connector from the defib and connected it back again: now the pacer started while connected to the pt. After a few minutes again the pacer stopped with the same message (pads disconnected). Again the user disconnected the connector and put it back again: this didn't help: the pacer didn't work anymore.